Event description:
The output of the blender was 21% oxygen and could not be adjusted. No patient injury.

Manufacturer narrative:
This blender was manufactured and sold early in 2014; it has never been returned to the manufacturer for any of the recommended factory maintenance, in the 10 years since. We conclude that improper field service was at fault for leaving the device in a non-conforming state. After field-service re-assembly, someone did not tighten the seat nut and the control knob's collet nut properly, and mis-installed the underlying seat pn psea010.